Event description:
A customer reported during a procedure, the light module ejected. After renewed insertion of the module, several announcements appeared. The surgery was not continued with the same system. Add'l info provided indicated the surgery nurse put the module back into the machine. A green warning triangle was then displayed. The machine had to be restarted and the cassette had to be changed. The infusion had to be pinched off during the change of the cassette and the test. The surgery was completed with the same system following a 30 minute delay. There was no problem for the pt and the outcome is reported as good.

Manufacturer narrative:
The company rep examined the system and could not duplicate the problem reported. The fluidics module was replaced for diagnostic purposes. The system was then tested and met all product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).